Event description:
Per the clinic, the patient experienced a performance decrement with device use due to migration of the implant body and extrusion of the electrode array out of the cochlea.the device was explanted (date unknown), and the patient was reimplanted with a new device during the same sugery.

Manufacturer narrative:
Correction: the implant remains insitu; no explantation occurred as previously reported. This report is filed may, 16, 2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.